Event description:
The physician was performing a bronchoscopy with electrocautery for the removal of an endobronchial tumor. The pt was being treated for extreme difficulty breathing. The doctor was not aware of the damage to the scope until it was removed from the pt. According to the doctor, during the procedure the image started to disintegrate until it was completely gone when the scope was taken out from the pt, the scope was found burned on the bending section and distal tip was also burned exposing the metal part. The user facility was using a non-olympus disposable hot biopsy forcep. The procedure was completed with the use of another device. The pt was reportedly fine.